Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16781. It was reported that an asymptomatic patient presented for a generator change out procedure. During procedure, some erosion was noted on the right atrial lead, and externalized conductor cables were noted on the right ventricular lead. The sensing, threshold and impedance measurements were stable on both the leads. The lead issues were confirmed via chest x-ray. The right atrial lead was repaired using medical adhesive and a lead end cap. No intervention was performed on the right ventricular lead. Both the leads were connected to a new device. The patient was stable before, during and post procedure.